Manufacturer narrative:
The device was received not deployed. The download data shows that the pod delivered 0 pulses and was in pod state 1 indicating that the pod had not yet been filled. Inspection of the fill rods shows that it was not shorting both springs, which is necessary for pod awakening and activation. No damages or defects were found that would have prevented the pod from awakening and priming in order for the needle mechanism to deploy.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached over 300 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.